Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that the keypad was also unresponsive. The customer was very dissatisfied with the product because the pump failed while the customer was driving for a school meeting that they missed. The customer felt sick from high blood glucose and swerved into a construction site while driving. The customer waited until the episode was over and called in for emergency instructions. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the self test, and no alarms occurred. The pump had normal operating currents. The minilink transmitter communicated properly with the pump. The pump gave a motor error alarm during the occlusion test due to a faulty force sensor. The motor was tested outside of the device, and it passed. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.